Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance - slider didn't move well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector between the start and end positions. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance - slider didn't move well" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.